Event description:
It was reported that the right wing of the cannula support broke. It was ligated with a ribbon and the patient was sent to the hospital to have the cannula changed out. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: three (3) pictures were attached and reviewed. A break in the support of the right wing of the external cannula can be observed. The failure mode of "damaged/broken" was confirmed, but the failure mode of "cannula issue" was not confirmed. Based on the analysis conducted, the pictures provided shows a break in the support of the right wing. However, a root cause cannot be determined since a sample was not provided. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A device history record could not be completed as no lot number was received.